Event description:
A report was received that during a revision procedure the physician replaced the patient¿s ipg due to suspected malfunction. The patient was doing well following the procedure.

Event description:
A report was received that during a revision procedure the physician replaced the patient¿s ipg due to suspected malfunction. The patient was doing well following the procedure.

Manufacturer narrative:
Additional information was received that the suspected malfunction of the device was the inability of the ipg to connect to three different remote controls during the procedure. Device evaluation indicated that the ipg passed electrical and photographic imaging tests performed. The complaint of difficulty charging the ipg was not confirmed. Review of the battery profile revealed that prior the explant procedure, the ipg battery was depleting its charge within the expected range. The analog integrated circuit (aic) was damaged during the explant procedure. Device communication could no longer be established. Monopolar electrocautery procedures are a known source of high voltage transient signal that can damage the aic, reference er2010. The use of electrocautery during the explant procedure resulted in the aic damage.